Event description:
Customer reportedly received results of 2.9 mmol/l and 19.9 mmol/l within 10 minutes on the mobile system. The customer was using two vials of the same lot number, and did not recall which vial provided the results. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.